Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that no care group overview alarms were working on the bedsides. There was no injury or harm. The device was in clinical use.